Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. The procedure was completed using another unknown closure device. There was no reported patient injury. An unknown sheath was used. The procedure used an antegrade approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had mild visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. The procedure was completed using another unknown closure device. There was no reported patient injury. An unknown sheath was used. The procedure used an antegrade approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had mild visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. One non-sterile vascular closure device 6f ¿ us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer) , the button/deployment lever on the device was pressed, and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner diameter was measured and compared. The measurement was at the distal tip of the component. The results were within specification. The functional test could not be performed successfully since the device was already deployed. The internal mechanism was inspected, and no anomalies were found. The reported event by the customer as "vascular closure device (vcd) ¿ deployment difficulty - unable" was not confirmed, as the functional test could not be performed due to the already deployed device. Dimensional analysis of the inner diameter at the delivery shaft distal tip was within specification. The internal mechanism of the unit was inspected, and no anomalies were found that could contribute with the deployment issue reported. The condition of the device received does not match the event reported; the device was received deployed. The cause of the reported event could not be conclusively determined during analysis, however, procedural factors (such as the antegrade approach used and the calcification of the vessel) may have contributed to any difficulty experienced during use of the device. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The product analysis does not suggest that the reported failure is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.